Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 3 mg/ml for a total dose of 2.0012 mg/day, bupivacaine 30 mg/ml for a total dose of 20.012 mg/day, compounded baclofen 400 mcg/ml for a total dose of 266.82 mcg/day, and clonidine 250 mcg/ml for a total dose of 166.77 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 examination revealed difficulty accessing the pump reservoir and the pump was flipping secondary to two broken suture loops. On (B)(6) 2017 the patient reported increased pain following personal therapy manager (ptm) activations. The patient reported the pain was previously isolated to their left lower extremity, but now experienced pain in their bilateral lower extremities. The plan was to reposition the pump and do a catheter revision to rule out an inflammatory mass. On (B)(6) 2017 the patient was scheduled for a pump revision secondary to pump inversion. The operative note also indicated the pump was protruding. On (B)(6) 2017 the pump was repositioned to right lower abdomen and re-sutured, and the catheter tip was repositioned to t8. Surgical observation revealed there was no indication of an inflammatory mass. The outcome of the event resolved without sequelae on (B)(6) 2017. The device diagnosis was pump inversion and other pump protrusion. The clinical diagnosis was difficulty accessing the pump reservoir and pain at catheter tip dermatome. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event (difficulty accessing pump reservoir) was noted to be related to programming/refill. The event (catheter tip dermatome) was possibly related to the drugs (hydromorphone, bupivacaine, baclofen, and clonidine) and the drug action that caused the event was a decreased dose. The event date was on (B)(6) 2017. No further complications were reported/anticipated.